Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, initial testing and a review of the device memory indicated this device had 3 resets which occurred at or post explant. The last reason was a system reset that occurred on the day of explant. Normal pacing and communications were noted with the device. According to the system guide, resets can occur due to exposer of the pacemaker to certain conditions such as strong electrical interference from electrocautery or a defibrillation shock, or to low temperatures could cause a temporary reduction in the battery voltage. The pacemaker might reset and conduct a memory check to determine if the parameters essential for safe operation have been affected. The clinical observations of pacing inhibition indicate this device went through resets. There were no visual indications of electrocautery noted. Laboratory analysis concluded the clinical observations were induced by electrocautery.

Manufacturer narrative:
The device was returned and is currently in analysis. When analysis is complete, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that during this normal pacemaker replacement procedure, prior to removing the device, the device inhibited pacing for greater than two seconds in voo mode during electrocautery. The sales representative was uncertain if a device reset occurred. The device will be returned for analysis. There were no adverse patient effects reported during this procedure.